Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that the night before this report, he put a new infusion set. On the day of this report, he smelt insulin, had blood on the needle and noticed that the tubing was detached from where it was connected to the site. The site location was patient's left arm and the pump was worn in his left pocket. The infusion had been in use for 16 hours. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to his body. No further information available.